Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) on (B)(6) 2022. The procedure was completed successfully and the patient was discharged. On (B)(6) 2022, during a routine 45 day follow up examination, transesophageal echocardiogram imaging revealed the closure device to be canted at a 45 degree angle. Due to the closure device movement, the implant was no longer flush with the ostium. The patient will continue taking an oral anticoagulant and a reassessment will occur in the future. No patient complications were reported.